Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("major abdominal pain") in a female patient who had essure (batch no. 774374) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), gastrointestinal disorder ("gastrointestinal problems / constant gastrointestinal disturbances"), dysmenorrhoea ("very painful menstruation"), myalgia ("muscle pain primarily on the left in the hip, buttock, thigh, shoulder blade and neck"), fatigue ("chronic fatigue"), abdominal distension ("painful swollen abdomen"), flatulence ("gas"), nausea ("nausea"), dyspepsia ("gastric burning"), irritable bowel syndrome ("irritable bowel"), asthenia ("chronic asthenia"), muscle tightness ("muscle tension in scapula"), tendon pain ("tendon pain in buttock"), piriformis syndrome ("left piriformis syndrome"), menorrhagia ("very painful menstruations with heavy bleeding"), pelvic discomfort ("pelvic heaviness"), visual acuity reduced ("reduced visual acuity") and musculoskeletal pain ("pain in left buttock"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, swelling, gastrointestinal disorder, dysmenorrhoea, myalgia, fatigue, abdominal distension, flatulence, nausea, dyspepsia, irritable bowel syndrome, asthenia, muscle tightness, tendon pain, piriformis syndrome, menorrhagia, pelvic discomfort, visual acuity reduced and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, asthenia, dysmenorrhoea, dyspepsia, fatigue, flatulence, gastrointestinal disorder, irritable bowel syndrome, menorrhagia, muscle tightness, musculoskeletal pain, myalgia, nausea, pelvic discomfort, piriformis syndrome, swelling, tendon pain and visual acuity reduced with essure. Diagnostic results: follow-up with nutritionist, physiotherapy sessions, osteopathy, two colonoscopies, fibroscopy, mesotherapy, shock waves, ophthalmologist, several pelvic ultrasounds, infiltration of botulism toxin in pyramidal muscle, lumbar spinal MRI. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2017: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 05-sep-2017 for the following meddra pt: abdominal pain: n° 1232 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("major abdominal pain") and allergy to metals ("nickel allergy") in a 38-year-old female patient who had essure (batch no. 774374) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), gastrointestinal disorder ("gastrointestinal problems / constant gastrointestinal disturbances"), dysmenorrhoea ("very painful menstruation"), myalgia ("muscle pain primarily on the left in the hip, buttock, thigh, shoulder blade and neck"), fatigue ("chronic fatigue"), abdominal distension ("painful swollen abdomen"), flatulence ("gas"), nausea ("nausea"), dyspepsia ("gastric burning"), irritable bowel syndrome ("irritable bowel"), asthenia ("chronic asthenia"), muscle tightness ("muscle tension in scapula"), tendon pain ("tendon pain in buttock"), piriformis syndrome ("left piriformis syndrome"), menorrhagia ("very painful menstruations with heavy bleeding"), pelvic discomfort ("pelvic heaviness"), visual acuity reduced ("reduced visual acuity") and musculoskeletal pain ("pain in left buttock"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and arthralgia ("arthralgia"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, allergy to metals, swelling, gastrointestinal disorder, dysmenorrhoea, myalgia, fatigue, abdominal distension, flatulence, nausea, dyspepsia, irritable bowel syndrome, asthenia, muscle tightness, tendon pain, piriformis syndrome, menorrhagia, pelvic discomfort, visual acuity reduced, musculoskeletal pain and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, arthralgia, asthenia, dysmenorrhoea, dyspepsia, fatigue, flatulence, gastrointestinal disorder, irritable bowel syndrome, menorrhagia, muscle tightness, musculoskeletal pain, myalgia, nausea, pelvic discomfort, piriformis syndrome, swelling, tendon pain and visual acuity reduced with essure. The reporter commented: she followed-up with nutritionist, physiotherapy sessions, osteopathy, two colonoscopies, fibroscopy, mesotherapy, shock waves, ophthalmologist, several pelvic ultrasounds, infiltration of botulism toxin in pyramidal muscle, lumbar spinal MRI. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: reporter added, case is potential legal. Start date of essure and events arthralgia and nickel allergy added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("major abdominal pain") in a female patient who had essure (batch no. 774374) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), gastrointestinal disorder ("gastrointestinal problems / constant gastrointestinal disturbances"), dysmenorrhoea ("very painful menstruation"), myalgia ("muscle pain primarily on the left in the hip, buttock, thigh, shoulder blade and neck"), fatigue ("chronic fatigue"), abdominal distension ("painful swollen abdomen"), flatulence ("gas"), nausea ("nausea"), dyspepsia ("gastric burning"), irritable bowel syndrome ("irritable bowel"), asthenia ("chronic asthenia"), muscle tightness ("muscle tension in scapula"), tendon pain ("tendon pain in buttock"), piriformis syndrome ("left piriformis syndrome"), menorrhagia ("very painful menstruations with heavy bleeding"), pelvic discomfort ("pelvic heaviness"), visual acuity reduced ("reduced visual acuity") and musculoskeletal pain ("pain in left buttock"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, swelling, gastrointestinal disorder, dysmenorrhoea, myalgia, fatigue, abdominal distension, flatulence, nausea, dyspepsia, irritable bowel syndrome, asthenia, muscle tightness, tendon pain, piriformis syndrome, menorrhagia, pelvic discomfort, visual acuity reduced and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, asthenia, dysmenorrhoea, dyspepsia, fatigue, flatulence, gastrointestinal disorder, irritable bowel syndrome, menorrhagia, muscle tightness, musculoskeletal pain, myalgia, nausea, pelvic discomfort, piriformis syndrome, swelling, tendon pain and visual acuity reduced with essure. Diagnostic results: follow-up with nutritionist, physiotherapy sessions, osteopathy, two colonoscopies, fibroscopy, mesotherapy, shock waves, ophthalmologist, several pelvic ultrasounds, infiltration of botulism toxin in pyramidal muscle, lumbar spinal MRI. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 11-aug-2017 for the following meddra preferred term: abdominal pain: the analysis in the global safety database 1114 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.